Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. This confirms the customer reported event. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of the bipolar yaw pulley at the base of both grips. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. A review of the procedure logs indicated that a monopolar instrument (permanent cautery hook instrument) was used with the instrument during the procedure. This additional finding is unrelated to the grip cable damage.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the cable of the fenestrated bipolar forceps instrument broke. No issue was noticed when the instrument was inserted into the system. The procedure was completed using the backup with no reported injury using a backup instrument.